Event description:
Patient requested change of silicone to saline implants. Breast implants were removed during surgery. The (l) implant showed 2 pinpoint leaking places ad gel was seen in the breast pocket. The (r) implant revealed one small pinpoint leadkage and leakage into breast pocket also.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.